Manufacturer narrative:
Analysis and results: there are no previous complaint of this code batch. There are no units in our stock. We have received 4 closed samples and an open sample (unused) with the needle detached from the thread (thread still wound in the pack). Tightness test to the closed samples received has been performed and the units are tight. When we have opened the closed samples received we have seen that one of the samples already had the needle detached from the thread inside the pack. The other three closed samples received are correct. Checking the thread ends we have seen that the detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn suture. When the packet was opened, it was noted that the suture was separated from the needle. Additional information was not provided.